Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by cloudy effluent and brown vomit. The patient presented to the (B)(6) with low oxygen saturation, hypotension and difficulty breathing. The same day, the patient was treated with intraperitoneal (ip) amikacin (200mg) and ip vancomycin (1g) for the peritonitis event (no further details). The same day, the patient presented to the emergency room, experienced cardiorespiratory arrest and subsequently passed away. The cause of death was reported as due to cardiorespiratory arrest. It was not reported if an autopsy was performed. It was reported pd therapy was ongoing prior to death; however, it was not reported if pd therapy was ongoing at the time of death. No additional information is available.